Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 crts (B)(4)(con): omitted information regarding the jumpstart and prm event (pe (b)(4. Information was received from a patient who was implanted with a neurostimulator for herniated disc and spinal pain. It was reported that the patient could not turn on their implantable neurostimulator (ins), he had a loss of stimulation and the reposition antenna screen appeared a little over a week prior to the report. The poor communication screen appeared on the recharger at the time of the call and the last successful charge was about two to three weeks prior to the report. The patient later reported that when they attempted to sync his patient programmer (pp) with the ins, the poor communication screen was seen. In conclusion, due to the possible overdischarged ins, the patient was directed to follow-up with their primary care doctor and to schedule an appointment with a manufacturer representative (rep) to assist with jump-starting the ins. There were no further complications reported or anticipated.